Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient suddenly was not feeling well. The implantable neurostimulator (ins) was checked and it was on and okay. The patient also reported that her patient programmer beeped 3 times on (B)(6) 2016 and she did not know why. The patient stated the patient programmer was working fine, currently.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.